Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to misuse and/or excessive impaction force, and/or not inspected for wear and disfigurement and prior to surgery, which may have prevented the use of the instrument and its failure. Further investigation has been completed that address the reported issue.

Event description:
It was reported that patient underwent an total hip arthroplasty that utilized an acetabular cup inserter on (B)(6) 2015. During the procedure, the inserter's threads fractured. There was no reported injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.